Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 80 mg/dl. The customer stated that she received a motor error a month apart. The customer stated that she received multiple motor errors in the last month. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery is recurring. The customer was unable to do a 5.0 fixed prime. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.